Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of the 500 mg/dl. The customer also got insulin flow blocked alarm. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.